Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 450 mm in length type b aortic dissection with malperfusion. It was reported that the patient had a follow up CT, which showed a small proximal type I endoleak. The physician decided to monitor the endoleak since the patient was doing better and the false lumen had started to thrombose. Eight days later, the patient was brought back to try repair the type I leak. The proximal part of the graft was ballooned and the type I endoleak was reduced significantly. Then a catheter was placed into the false lumen and embolization coils were placed behind the graft in the area of the endoleak. A final angiogram showed that the type I endoleak had been resolved. The valiant stent graft was extended distally with a 36 x 36 x 150 to help expand the distal thoracic true lumen. The physician stated that the cause of the type I endoleak was due to anatomy; the septum was not allowing the proximal portion of the graft to fully expand causing loss of wall apposition. No additional clinical sequelae were reported and the patient is fine.